Manufacturer narrative:
Additional catalog # pss026; lot # f12062; exp date: 11/2008. MFR date: 11/02/2007. Engineering review: separator 032 #1 and #2 had multiple bends approximately 1cm distal to the taper. Separator 026 had multiple bends approximately 1cm distal to the taper. Conclusion: during use, the separator was moved proximally to a point where the taper exited the valve of the rhv. When the separator was then advanced, the smaller diameter working length portion distal to the taper bent. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 0533(lot# l12342) and part # 0570 (lot# l12062). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.

Event description:
Three separate wires kinked at the transition zone. Upon advancing the wire into and out of the catheter hub, the wire kinked at the transition zone. No pt injury occurred.